Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, it was difficult to insert the steerable guide catheter (sgc) into the stabilizer. It was unable to remove the sgc from the stabilizer after completion of the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information